Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8709sc, lot# n134515011, implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2001 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
An infection was reported. The reporter was not present for the case; however, the healthcare provider mentioned in passing that he had to explant the entire device system due to infection. The pump and catheter implanted on (B)(6) 2015 were explanted on (B)(6) 2015; the entire catheter was explanted. The healthcare provider had discarded the explanted devices. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.